Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 06-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the incident, it was reported that the drawer did not open when issuing medication. A technical support specialist remoted into the station and found that drawer 02 had opened and confirmed that the customer was able to issue the medication successfully. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ medbank tower, the drawer did not open when issuing medication. The customer stated this malfunction occurred when the user was trying to issue medication to the patient. There were no adverse events or injuries reported due to this event.